Manufacturer narrative:
No product will be returned. No investigation was performed. The root cause of this failure was not identified.

Event description:
The customer reported that an infusion of precedex and inotropic meds were noted to be leaking between the non-bd connector and the tubing. The leak caused a medication interruption which resulted in an unspecified severe blood pressure event although there was minor affect to the patient.